Manufacturer narrative:
The beckman coulter (bec) field service engineer (fse) replaced the red blood cell (rbc) dispenser to solve the high rbc and platelet (plt) backgrounds. The rbc dispenser was returned to bec for evaluation. The part was box tested and failed several solenoid tests; the root cause of was found to be a defective u3.

Event description:
The customer reported receiving high red blood cell (rbc) and platelet (plt) background on a coulter lh 500 hematology analyzer after startup. A beckman coulter (bec) customer technical specialist (cts) advised the customer to zap the apertures and run a shutdown and startup cycle. The customer reported that the instrument was still receiving the same rbc and plt failures. A bec field service engineer (fse) was dispatched to evaluate the instrument. While on site, replaced the rbc dispenser to resolve the high rbc and plt background issue. During unit verification, the fse found the choke tubing on the instrument was disconnected from the check valve below the sweepflow bubble trap chamber and the instrument was leaking fluid. The fse was wearing lab coat, gloves, and protective eyewear when the leak was found. There were no reports of direct contact with the leak or of injury as a result of the leak. The leak was contained to the instrument. There were no erroneous results generated and there was no death, injury, or change to patient treatment in connection with the leak.

Manufacturer narrative:
The fse reconnected the choke tubing to the check valve resolve the leak. The fse found that several of the instrument's components were compromised by the diluent leak and replaced multiple parts as a result. The fse replaced the peltier fan, cable harness, solenoid, diluter interface card, and pneumatic power supply. (B)(4).